Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device did not power on and the key pad was not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.